Event description:
The customer reported the device displays a red cross even when the battery was fully charged showing 5 leds. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer isolated the issue to the battery. Note the battery was 2 and a half years old. The battery was replaced which resolved the issue. The device was placed back into use. We will consider this a malfunction of the battery where the battery displayed misleading leds. As of (B)(6) 2013, the customer has not reported any further trouble with this device.